Event description:
It was reported that the intraocular lens (iol) was removed and replaced during the initial surgery due to a capsular tear noted at insertion of the lens. Another lens of the same model was implanted.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 08/28/2014. The intraocular lens (iol) was returned to the manufacturing site for investigation. Visual inspection was performed and the returned lens sample was inspected at 10x microscope magnification. Visual inspection revealed a substance and stains that appears to be viscoelastic (ovd) in the sample lens. Visual inspection also revealed surface residuals (fiber/particles) on the lens compatible with the handling the lens in a non-sterile environment. No cosmetic defects related to the manufacturing process were found in the returned lens. A review of the manufacturing records was performed. All process operations presented in the manufacturing record from generation to boxing were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) related to the customer claim was generated when this production order was manufactured. The lens met all manufacturing specifications prior to release. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.